Event description:
It was reported the patient could not move his left leg when he awoke in recovery just after a surgical lead implant procedure. The patient was treated with decadron (dexamethasone). The surgeon stated approximately 1 hour later, the patient was able to move his left leg and made a full recovery.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.